Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed. Upon product investigation, it was discovered that the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.